Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe and workstation connections and pcbs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.